Event description:
Customer reported a past low blood glucose event with an unknown cause. No specific blood glucose level was recorded, but the situation was managed by consuming carbohydrates, suggesting no adverse impact on the blood glucose level. Tandem technical support recommended that the customer consult a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.